Event description:
This lead developed chatter a few days after the pt rec'd a new pacemaker. The physician "thought it was a setscrew issue, but upon inspection in the pocket, the lead was found to be cut." This lead was explanted and replaced.